Manufacturer narrative:
Correction: the correct date of the report and the correct date received by manufacturer is july 2, 2013; not july 17, 2013 as previously reported. This report is filed october 21, 2013.

Event description:
Per the clinic, the device was explanted due to a "wound infection." No other details were provided. Additional information has been requested but has not been made available as of the date of this report on (B)(4) 2013. It is unknown if there are plans to reimplant the patient with another device as of the date of this report.